Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that for the past week they had noticed stool came out when they cough, sneeze, or blow their nose. Patient wondered if they could be experiencing constipation with leakage around the stool. Patient said they could no longer feel their therapy. Agent walked patient through connecting to ins. Once patient connected, it was discovered that therapy was turned off. When patient turned therapy on, it went to 0.1ma. Patient adjusted settings until strong yet comfortable stimulation was felt at the bicycle seat area. Patient will maintain stimulation level and will continue to track symptoms. Agent also suggested patient reach out to managing doctor regarding concern for possible constipation.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the stimulation being off was not determined. The patient was unsure about the most likely cause, and they called because they were having lots of stool incontinence during the first two weeks in march. The patient stated they called and told them the issue, and they were told to turn on [the device] and that's when they noticed it was off. The issue has been resolved.